Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a piece of hair was noted in the sealed package. While unpacking a taxus express2 - 2.5 x 12 mm drug eluting stent a long black hair was found in the sealed package. Consequently, the stent never touched the patient. No patient injuries or complications were reported. The procedure was successfully completed using another taxus express2 - 2.5 x 12 mm drug eluting stent. Patient status is reported as "satisfactory/good."